Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels of 330-572 mg/dl. Reportedly, the customer had previously been sick and suspected that the illness may have contributed to bg level, although root cause was unknown. Bg was treated via manual injection. Reportedly, the customer consulted with the healthcare provider regarding bg level.